Event description:
While drilling for a midshaft femur fracture, the drill bit broke off into the femoral head. The broken drill bit was on the opposite end of the nail and unretrievable. As a result of the location of the drill bit, the surgeon was only able to implant one screw instead of two.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.